Manufacturer narrative:
It was reported to abbott, a patient was scheduled for another revision on (B)(6) 2023 due to getting back pain when the ipg was turned on. They also reported static shocking type sensations in the back that stopped when the device was turned off. No additional information was provided. The product details indicate the ipg was explanted on (B)(6) 2023. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced pain at ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted to address the issue.

Manufacturer narrative:
B3-date of event is estimated. E1 initial reported phone number (B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
"The reported observation of ¿pain at ipg site¿ was not confirmed. The cause of the reported observation was not ascertained; the device exhibited normal device characteristics. A microscopic inspection of both ipg lead ports did not find any discrepancies. A lead fitment test was performed using a .055-gauge pin and an octrode test lead, with normal behavior observed. The clinicians programmer system impedance test results were within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection."